Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a routine follow up. It was noted that the patient had developed and infection. The implantable cardioverter defibrillator (ICD) was explanted on (B)(6) 2020. The patient was recovering and doing well.